Manufacturer narrative:
Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: potential complications: potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings: ¿ advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. ¿ the web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization procedure - instructions for use detachment of the web embolization device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event.

Event description:
As reported by the web pas clinical study: patient underwent reintervention of target aneurysm, with flow diverter placed. A week later, patient presents to outside hospital reporting memory loss. Patient was discharged two days later only to return to the hospital the next day with confusion. After transferring to a different hospital, the patient reports feeling normal. CT shows hypodensity in the left caudal thalamic area of a recent infarct. MRI/mra shows a small area of recent infarct involving the left caudothalamic region and adjacent fornix. The patient was noted to be oriented and had no acute complaints the next day. Patient underwent web implantation a year prior to the reintervention of target aneurysm with the flow diverter. It was reported by the clinical staff that there is a possible relationship of the study device to the reported adverse event. Patient has a history of hypertension, open wound of fingers, central serous retinopathy and is a current smoker.

Event description:
As reported by the web pas clinical study: patient underwent reintervention of target aneurysm, with flow diverter placed. A week later, patient presents to outside hospital reporting memory loss. Patient was discharged two days later only to return to the hospital the next day with confusion. After transferring to a different hospital, the patient reports feeling normal. CT shows hypodensity in the left caudal thalamic area of a recent infarct. MRI/mra shows a small area of recent infarct involving the left caudothalamic region and adjacent fornix. The patient was noted to be oriented and had no acute complaints the next day. Patient underwent web implantation a year prior to the reintervention of target aneurysm with the flow diverter. It was reported by the clinical staff that there is a possible relationship of the study device to the reported adverse event. Patient has a history of hypertension, open wound of fingers, central serous retinopathy and is a current smoker. Additional information received: patient experienced aneurysm recurrence. "Interval recurrence of the neck of the aneurysm noted on imaging. Retreated with flow diverter." Reason for retreatment was "interval web compaction and recanalization raymond roy class iiib." It was reported by the clinical staff that there is a causal relationship of the study device to the reported adverse event.

Manufacturer narrative:
Additional information: event description updated in section b.